Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a shunt vessel. The lesion specifics and characteristics are unknown. The sterling 5.0 x 40mm balloon ruptured at 12 atms. The inflation duration is unknown. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient's condition is reported as "good". Attempts to obtain further information have been unsuccessful.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. A review of the manufacturing documentation confirms that the reported batch met all material, assembly, and performance specifications at the time of release to distribution. The most probable root cause is operational context, due to anatomical / procedural factors encountered during the procedure which limited the performance of the device.